Event description:
It was reported that on an unknown date between (B)(6) 2024 through (B)(6) 2025, an unknown sized amplatzer piccolo occluder was implanted. Fluoroscopy and transthoracic echocardiogram (tte) were used to size the occluder. Post-implant, an aortic stent was also implanted due to unknown causes. The patient "has been off and on receiving care and surgeries since." Approximately 2-3 months post-procedure, on an unknown date, the patient presented in office for follow up. Echocardiogram was performed and the device was not visualized. Therefore, computed tomography (CT) was performed and the occluder was observed in the abdominal aorta. The patient was then hospitalized for hybrid vascular surgery and surgical intervention. It is unknown if the occluder was successfully removed. The patient was reported to be in stable condition and recovering. No additional information was available.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) post implant was reported. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Request was made for additional procedural details surrounding the case (e.g., procedure imaging); however, this information was not supplied by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause for the reported device embolization could not be conclusively determined. The reported unexpected surgical intervention, and prolonged hospitalization were results of case-specific circumstances as the patient was hospitalized for hybrid vascular surgery. There is no indication of a product quality issue with regards to manufacture, design, or labeling.